Event description:
During a labral repair procedure utilizing an osteoraptor 2.3 w/ 1 ub cobraid black, it was reported that after pulling the drill back to expose the suture, the wire was cut. The surgeon tried to place another anchor with the same result. It wasn¿t possible to suture at the end. The surgeon used a back up device to complete the procedure. The first two anchors were left in the patient without function. The anchors were left in place and the doctor made the fixation with another anchor placed in another position. The anchors were inserted into the bone, but the doctor managed to take out the suture from the patient. There was no suture left in patient. The surgeon drilled another hole, but no hole was left unfilled. They left 2 holes in anchors without fixation because of the broken sutures and another anchor making the fixation. So no holes were left unfilled. There were no reported patient injuries. There was no reported procedural delay.

Manufacturer narrative:
(B)(6). No product returned for evaluation method: product not returned for the evaluation. Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for lot number 50433039. We are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).